Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ infusion set filter was blocked/occluded while infusing mannitol during a brain code. The following information was provided by the initial reporter: "the patient was in the middle of a brain code and needed mannitol. A 0.2 filter is required for this medication, and we kept getting an error message on the filters. It took 4 filters and 12 minutes before we could find a filter that worked. In the meantime the patient's icp was greater than 20. This delayed care and possibly caused some harm to the patient." "During a brain code, a patient needed mannitol IV stat. The IV kept saying it was occluded. The primary rn... Flushed the line and we continued to get an occluded message. I changed the line to a different channel on the IV pole and within seconds, we received the same occlusion message. The mannitol bag was clear. We attempted to try different ports of the cvc which were flushed and patent and still had an occluded message. We changed the 0.2 micron filter 4 times before the attending... Decided to draw up the mannitol with a filter needle and administered the mannitol as a push as the patient's icp was sustaining above 30s".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that when the primary rn flushed the line they continued to get occluded message. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the unspecified bd¿ infusion set filter was blocked/occluded while infusing mannitol during a brain code. The following information was provided by the initial reporter: "the patient was in the middle of a brain code and needed mannitol. A 0.2 filter is required for this medication, and we kept getting an error message on the filters. It took 4 filters and 12 minutes before we could find a filter that worked. In the meantime the patient's icp was greater than 20. This delayed care and possibly caused some harm to the patient." "During a brain code, a patient needed mannitol IV stat. The IV kept saying it was occluded. The primary rn... Flushed the line and we continued to get an occluded message. I changed the line to a different channel on the IV pole and within seconds, we received the same occlusion message. The mannitol bag was clear. We attempted to try different ports of the cvc which were flushed and patent and and still had an occluded message. We changed the 0.2 micron filter 4 times before the attending... Decided to draw up the mannitol with a filter needle and administered the mannitol as a push as the patient's icp was sustaining above 30s"